Event description:
Customer reports one single day infusor was filled with 5fu and an unspecified diluent. A vague report was received: "infusion was complete 13 hours earlier than expected." No patient issues were reported. No additional information is available.